Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy and the jaws of the instrument broke off during the procedure but didn't fall into the patient. A second instrument was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # m91705. The device was received with the electrode and ceramic separated as one piece but still attached to the active rod. Upon visual inspection under magnification it was noted that the ceramic was damaged. The ceramic was damaged by the separation of the electrode from the lower jaw. In addition, no anomalies were observed with the upper jaw as reported in the event description. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. There is insufficient evidence related to what caused the damage on the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.